Event description:
The user facility reports one event of a cut or slice in the tubing. Due to potential for contamination, a portion of the blood in the extracorporeal circuit was discarded resulting in ebl > 100 cc. No pt injury or need for medical intervention is reported. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.

Manufacturer narrative:
Eval of the returned complaint sample is pending at the time of submitting initial report. A follow up report will be filed when investigation is complete.